Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A revision usage sheet was received for the patient's left knee. Spoke to rep: a poly exchange was done due to the patient falling and rupturing her patellar tendon. Surgeon exchanged a 5x9 cs insert for a 5x10 cs insert. Primary was done '6 weeks ago.' Rep confirmed that no further information will be released by the hospital or surgeon.